Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was unable to pass through tortuous venous anatomy. The lead was removed to allow for placement of longer introducer and it was noticed that the coil electrode on the lead was deformed. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.